Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has lost power. The customer had high blood glucose because the insulin pump losing power twice overnight. The blood glucose was near 500 mg/dl. The customer treated by bolusing and drinking water. The product was not returned for analysis.